Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was intermittent audio alerts. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that there were no alerts on the g6 mobile app. Date of issue is an approximation. The patient stated that his iphone or iwatch did not provide an alert and he experienced a hypoglycemic event. The patient collapsed, the paramedics were called, and treated him with glucagon. The continuous glucose monitor (cgm) and blood glucose (bg) values at the time of the event were not provided. The patient¿s low alert setting was 5.6 mmol/l; however, it did not alert. The patient received the urgent low alert (3.1 mmol/l). The sensor insertion site and date were not provided. A review of performance data shows that the patient's low alert was set to 5.1 on (B)(6) 2021 and that the always sound feature was enabled. The patient's estimated glucose values dropped below the low alert threshold three times on this date. The first time, at 9:04 am, the patient's estimated glucose value dropped below the low alert threshold to 4.9 mmol/l and he received a visual low alert followed by another low alert at half volume five minutes later, which he acknowledged at 9:09 am. The second time, at 12:54 pm, the patient's estimated glucose value reached the low alert threshold of 5.1 mmol/l and he received a visual low alert which he acknowledged immediately. The third time, at 2:44 pm, the patient's estimated glucose value dropped below the low alert threshold to 4.9 mmol/l and he received a visual low alert followed by another low alert at half volume five minutes later, which he acknowledged at 2:49 pm. The patient's allegation of missed alerts was not confirmed as data investigation shows that all alerts were presented to the patient as intended and promptly acknowledged. The device functioned within specifications and patient settings. The probable cause of the alleged incident could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.